Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatches 2210968-2012-01088, 2210968-2012-01089, and 2210968-2012-01091. The same patient is represented in each medwatch. This medwatch report is in response to receipt of facility report # (B)(4).

Event description:
It was reported that a patient underwent a da vinci-assisted laparoscopic myomectomy with lysis of adhesions on (B)(6) 2012. During the procedure, the device functioned intermittently, then stopped cutting. The device was tried in full and in coreguard mode when trouble shooting, but it stopped morcellating. The device became inoperarable. Another like device was used.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation.